Manufacturer narrative:
The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during an internal service activity of the da vinci system, during in-house testing, vertical motor module failed to complete testing. There was no image captured. There was no report of patient involvement or reported injury.